Event description:
The customer reported that the pin in the locking mechanism has broken and when an attempt is made to secure the lock shut it is unsuccessful. This was during use with a pt however, there was no incident or injury to the pt or any personnel.

Manufacturer narrative:
Results: evaluation of the returned product found that the top portion of the post broke off and is stuck inside the locking mechanism. The cuff cannot be closed securely due to the piece of post that is inside the lock. Note: the instructions for use has a warning statement: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. Manufacturer references file # (B)(4).